Event description:
It was reported by a patient that there was fluid leaking from their device. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.